Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The device was requested for investigation but was unavailable.

Event description:
The customer complained of a high inr result from her coaguchek xs meter with serial number (B)(4) when compared to the laboratory using the dade innovin method. At 1:53 pm the customer obtained a result of 3.2 inr from her meter. Within minutes while using a different finger, the customer got an result of 2.4 inr using a non-roche meter from the doctor's office. A laboratory test was performed within 10 minutes using the dade innovin method and a result of 1.2 inr was obtained. (Note: review of the customer's meter memory showed the result of 3.2 inr was obtained on (B)(6) 2018 at 1:51.) The erroneous result was released to the customer's doctor. The customer did not have her treatment and/or her medications changed based on the meter results. There is no allegation of an adverse event. The customer is in stable condition. The customer is on no special diet, is not anemic, and has no antiphospholipid antibodies. The meter and strips were requested for investigation. Replacement products were sent. The customer stated that their strips were no longer available. The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors were used. Donor 1 inr: 2.2 inr; donor 2 inr: 3.2 inr. Donor 1 hct: 47%; donor 2 hct: 54%. Donor 1: retention meter with masterlot strips: 2.2 inr; customer meter with masterlot strips: 2.2 inr. Donor 2: retention meter with masterlot strips: 3.2 inr; customer meter with masterlot strips: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Relevant retention test strips (lot 272163) were tested in comparison with the current master. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. No information was provided in the complaint case that would point to a cause for the result discrepancy. The investigation was unable to find a definitive root cause.